Event description:
The customer contacted baxter's (B)(4) regarding a check patient line alarm, which occurred on the homechoice (hc) during drain 2. During troubleshooting, the caregiver (cg) realized that the home patient (hp) had already disconnected and put the patient line on the floor. The cg stated she could end therapy. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient's cg called immediately after this event and they gave the hp antibiotics prophylactically. The nurse stated that the patient has resumed therapy without any infection. There was no patient injury associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/ user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation wil not be conducted.

Manufacturer narrative:
(B)(4). This report, for a check patient line alarm, was not confirmed. The sample was not returned for evaluation, therefore, the cause is undetermined. Since the lot number is unknown a batch review could not be performed. Use error was reported; the home patient disconnected himself during therapy without following proper procedures. Current labeling was reviewed and found to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress.